Event description:
It was reported that the patient underwent a posterior cervical spinal surgery at c0-c2. It was reported that 4 months post-op that the implants were loosening and migrating. No revision surgery was performed because instability was not observed. Fusion was not observed either.

Manufacturer narrative:
The suspect device was not identified; therefore, the manufacturer cannot determine the suspect device. However, the suspect devices in use are: g6900080,w06a2029; g6900287,w06a0713;g6945822, w07e5463; g6945922, w05k1871; g6950305, w08g2185; g6955410, w05k2563; g6955414, w05k1486. (B)(4): neither the device nor applicable imaging films were returned to the manufacturer for evaluation, therefore, the cause of the event cannot be determined.